Manufacturer narrative:
UDI number added.

Manufacturer narrative:
The device was evaluated by the field service engineer (fse) onsite. The fetal monitor and transducer were tested by the fse. The fse was not able to reproduce the issue of the incorrect waveforms. It has been established that the devices is working correctly without any issues. On request of the customer, one transducer was replaced. The customer send a short sequence of 3 traces. No details were made available if the traces are connected to the incident and involved devices. As the trace could not be related to the incident, no evaluation of the traces have been performed. The fse confirmed that the device was monitored for two months after the incident occurred, the customer does not report any issue and stated that the device is working correctly. No trouble could be found with fetal monitor. The fse confirmed that the device is fully functional, no further issue occurred. The product remains at the customer site. On request of the customer, one transducer was replaced.the use of the device is considered to have been a factor in the customer¿s decision to perform the c-section. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
An inaccurate measurement was alleged by the physician and contributed to the clinician¿s decision to perform an emergency procedure of cesarean section. The baby's condition after the c-section was normal. The mother¿s condition is fine. The customer refused to provide further information about the patients.